Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date in (B)(6) 2014. It was reported that the patient experienced bacterial peritonitis manifested by cloudy bag and pain in abdominal area. The cause remains unknown. The patient was hospitalized for the event. On an unreported date in 2014, the patient began treatment with two unspecified antibiotics. The first medication was in pill form, reported as ¿finished¿ (dose and frequency not reported), the other medication was put in the solution bags (dose, frequency and duration not reported). On an unreported date in (B)(6) 2014, the patient began treatment with intraperitoneal cephazolin 500 milligrams, nightly and injected into 7.5% extraneal bags for bacterial peritonitis for 21 days. On an unknown date, the patient was discharged from the hospital. It was reported the patient is no longer on pd therapy. The patient is recovering from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. It was unknown if medical treatment was required. It was reported that the patient is no longer performing peritoneal dialysis therapy due to the peritonitis event. It is unknown if the patient recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned for evaluation and the lot number is unknown, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.